Event description:
Implant threads stripped, unable to engage abutment screw. Implant was removed.

Manufacturer narrative:
Therefore, because a serious injury resulted, this event is reportable per 21 cfr part 803. The investigation showed, that the fragment of an abutment screw is stuck in the implant.